Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 510 mg/dl. The customer did not have any symptoms of high blood glucose. The customer stated that in the prime history, she does not change the infusion set every 3 days. The customer was advised that not changing the set may cause high readings. The customer was advised to change the infusion set as soon as possible.